Event description:
It was reported that the device battery depleted in less than two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012, device rrt<=2.6251 volt. Weekly battery voltage trend data shows bat=2.63 to 2.595 volts between (B)(6) 2012. One - patient alert for low battery voltage on (B)(6) 2012, 02:15:00. The device was returned and analyzed. The battey depletion was found to be normal and met expected longevity.